Manufacturer narrative:
This is a duplicate report of MFR report # 3006630150-2016-02397.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg revision procedure.